Manufacturer narrative:
Date of event was reported as (B)(6) 2011. The main component of the system and other applicable components are: product ID: 3387s-40, lot# v530117, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v530117, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient was playing soccer and ¿got slammed and broke one of the wires¿. The patient stated that they did not feel any difference in their therapy but the healthcare professional (hcp) must have ¿done an x-ray¿ because they told the patient one of the wires was broken. The issue was reported as occurring in (B)(6) 2011. The hcp adjusted the stimulation to compensate for the issue and told the patient that they should be okay without revising or replacing the wire. The patient did not know any further information on the issue as to the extant or nature of the break. There were no further complications reported or anticipated.